Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 137 mg/dl. Reportedly, the customer believed the pump was not working as intended. Customer attempted to bring bg level down by delivering a bolus. The customer was instructed to consult with their healthcare provider regarding bg level.